Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the arctic pads could not maintain the patient's target temperature; several fluctuations were seen. The pads gave "low or minimum flow rate" and a warning indicator appeared on the device screen; as a result, therapy was discontinued.